Event description:
It was reported that this left ventricular (lv) lead had triggered a lead safety switch due impedances out of range high at 2500 ohms. The patient was brought into the clinic, and the vectors were broken down to try to find the issue. They were able to reproduce the high impedances with the left arm across the body. Isometrics and pocket manipulations were performed that produced no noise. An x-ray was performed with no change in the location. Technical services suggested programming both lv pace and sense vectors off of the lv ring to mitigate lead issues that appear to be developing, and discussed that lv lead failure will impact lv sensing and pacing only and not impact right ventricular pace/sense or tachy therapy decision making. The lead remains in-service. No adverse patient effects were reported.